Event description:
Physician reported that the psc054 was damaged upon removal from the packaging. It was noted that the catheter was broken at the hub. It was not used during the case.

Manufacturer narrative:
Results: the 5max catheter is damaged. The proximal portion of the catheter is broken below the hypo-tube. This fracture occurred approximately (3.5cm) distal to the hub. Conclusion: the complaint has been evaluated and confirmed. The complaint description states that the catheter was damaged upon removal from the packaging. If the product is not removed from the packaging correctly, or is mis-handled during removal, there is a strong possibility that damage will occur to the product. This complaint could have been attributed to user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.